Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on her insulin pump. The blood glucose reading is 66 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, a cracked belt clip slot and a cracked display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Unit received with cracked lcd window.